Event description:
It was reported to vyaire medical that the start/stop button on the 3100a ventilator is not working. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer complaint. The suspect device was not returned for investigation. However, as per work order performed under wo (B)(4), fsr (field service representative) arrived onsite and unit was set aside for repair, instead had the ddi board for replacement. Fsr placed a known good circuit and tested unit only to find the p5 regulator was blowing off at a higher than normal rate. Adjusted the p5 regulator from 49 to 10 liters of flow. Service then proceeded to test the unit and it passed the circuit test as well as performance verification. Performed the ddi calibration on this unit and did not see the need to replace the ddi board that was supplied by customer. The exact issue is not determined.